Event description:
It was reported that device speaker cannot be heard. No patient injury was reported.

Manufacturer narrative:
UDI and operator of device are unknown; no additional information was received. A product sample was received for evaluation. Visual and functional testing were performed. There was a cracked enclosure near the drain fitting and tank cover, wear and tear damaged front cover, line cord, and pole clamp, and a bad speaker on the pcb (printed circuit board). The reported problem was confirmed and it was found to be due to a faulty speaker. Root cause could not be determined. The pcb containing the speaker was replaced. A device history record (DHR) review was no longer applicable as the device was manufactured in 2015. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).